Event description:
The device was applied during a total gastrectomy/esophago-jejunostomy. Reportedly, the instrument did not fire properly. The surgeon applied another device to complete the procedure.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.